Event description:
It was reported the customer was using the hana table for a anterior hip replacement case. When the rn in the room pulled traction for the surgeon during the case, the allen screw that was holding the base plate to the boot broke apart, and the boot was left swinging with the patient's foot still attached in boot. Nurse went under the drapes to secure the patients foot and immediately changed the boot on the patient's foot. We noticed after the case that the boot was incorrectly manufactured with two washers placed on the boot and not allowing the allen screw enough threads to hold the weight placed upon it.

Manufacturer narrative:
Investigation of the returned parts found that when they were reassembled with the extra washer in place, the fastener was not fully engaged. Review of the customer purchase history showed that the original boots were purchased over five years ago. It appears that over time the fastener loosened and then fell out. Review of the product complaint history shows no similar instances. The cause appears to be an isolated human error in manufacturing.

Event description:
It was reported the customer was using the hana table for a anterior hip replacement case. When the rn in the room pulled traction for the surgeon during the case, the allen screw that was holding the base plate to the boot broke apart, and the boot was left swinging with the patient's foot still attached in boot. Nurse went under the drapes to secure the patients foot and immediately changed the boot on the patient's foot. We noticed after the case that the boot was incorrectly manufactured with two washers placed on the boot and not allowing the allen screw enough threads to hold the weight placed upon it.